Event description:
It was reported that the insulin pump alarmed button error. Troubleshooting was done. Customer's blood glucose was 100 mg/dl. Advised customer the insulin pump would be replaced. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The esc button on the insulin pump had intermittent button response due to flattened button dome switch. No button error alarm noted during testing. The insulin pump had cracked reservoir tube lip, case cracked at the display window corner, minor scratches on the lcd window, scratched reservoir tube window, and cracked reservoir tube.